Event description:
Reported in journal article: "late, intermittent obstruction of a mitral prosthesis by chordal remnants." European journal of cardio-thoracic surgery, 12 (1997), p. 804-806. This is a case study of a 59 yr. Old male who presented with recurrent episodes of electomechanical dissociation. Tee demonstrated regurgitation and intermittent obstruction.